Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was 547 mg/dl. The caller stated that the insulin pump had a completely broken battery cap, so the device was not functional. The caller stated that the damage had been a result of normal wear and tear. The customer did a correction after changing the infusion set. The customer stated that he was unable to remove the battery cap from the insulin pump. The customer was advised to discontinue use of the insulin pump if the battery was low. They were advised to monitor the insulin pump if the customer continued to use the insulin pump. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.